Manufacturer narrative:
Consumer should of been selected in the initial report. Company representative should not been select.

Event description:
Additional information received noted that the session records recorded on the date of the patient's death ((B)(6) 2019) were received and reviewed. A ventricular fibrillation episode was noted on the date of the transmission, approximately one hour before the transmission was sent. It appeared that the high voltage therapy converted the arrhythmia, terminating the episode. The presenting rhythm during the transmission appeared to be sinus rhythm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17386, related manufacturer reference number: 2017865-2019-17789, related manufacturer reference number: 2017865-2019-17792. It was reported that the patient passed away on (B)(6) 2019 and cause of death was unknown. Patient also experienced arrhythmia prior to death.